Event description:
It was reported that the patient had connect driveline alarms. The patient came into clinic for an evaluation and found low speed advisory and pump off on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. The controller was exchanged in office as the green running symbol could not be seen. The log file captured low speed, pump off and driveline disconnect on (B)(6) 2022 between 8:32-8:39, (B)(6) 2022 between 22:32-22:46, (B)(6) 2022 between 1:35-1:49 while on battery power. The connect driveline were seen due to an older 7.23 software. The patient had a driveline repair in 2019 and there was no confirmed damage in the returned lead so the driveline damage was thought to be internal and the short to shield had possibly progressed into a phase to phase. The previous driveline repair was completed 3 inched from the exit site so there is no room for another repair. Related manufacturer reference report: MFR # 2916596-2022-10698.

Manufacturer narrative:
The driveline repair in 2019 was reported under MFR # 2916596-2019-00175. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange. The patient was recovering from exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: section g3 in previous report: 25apr2022. Manufacturer's investigation conclusion: incidental findings: separation of the distal driveline repair bend relief from the remainder of the repair site was observed. Additionally, evidence of fluid ingress in the form of a dry, green substance was observed between the metal tube and copper tape of the driveline repair. The remaining layers of the driveline repair were unremarkable. Damage to the silicone jacket was observed in multiple areas on the external portion of driveline. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed breaches in the insulation of all wires which would have contributed to the reported low speed operation, low flow, and pump stop events observed within the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 19¿ from the pump housing and the remaining distal portion of the driveline measured approximately 24¿. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and failed due to an electrical connection between the metal braided shield and all wires. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of all wires in an area approximately 4-5¿ from the pump housing. Although a specific cause could not conclusively be determined, the breaches appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted. If any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the low speed operation, low flow, and pump stop events observed in the submitted log file while the patient was operating on battery power. The relevant sections of the device history records for (B)(6), original driveline, serial number, and replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and pump off alarms) and the appropriate actions associated with them. The heartmate ii patient handbook rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.